Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported sudden painful stimulation as they had to go to the ER because she felt like the device was "tasing" her and she couldn't get the therapy off. Caller then stated that the nurse was able to turn the therapy off and the pain stopped. Caller then said that it happened again this morning and she was not able to get it turned off. During troubleshooting, it was determined that the therapy was on and caller was on program 2 at 1.1 and caller stated that she did not feel stim at this level and so she increased to 1.7 and confirmed she felt the stimulation and it was comfortable. It was reviewed with the caller that they should keep notes on the overstimulation if it happens again so that she can review it with her dr and that she may change programs if necessary. No further complications were noted or anticipated.